Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for power error. The customer¿s blood glucose was 218 mg/dl. The customer stated that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. Customer reported that power error detected did not recur within a week of troubleshoot previous occurrence. Advise the pump will need to be replaced. Recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device received power error 25 due to connector resistance issue. The device passed displacement test, sleep current measurement and active current measurement.